Manufacturer narrative:
A follow up medwatch report will be submitted at the completion of the investigation.

Event description:
It was reported the physician was being trained in the use of the proxis device on a patient with distal circumflex and obtuse marginal disease. The physician wanted to use the proxis device in the distal occluded segment of the circumflex artery. The radiographer measured the circumflex vessel at 3 mm to where the proxis would be inflated. The proxis was prepped as per the IFU. The guidewire was inserted, followed by the proxis over the guidewire; both were passed through the middle lumen of the tuohy. The proxis, guidewire and the balloon delivery system were placed into the proximal end of the 7f guiding catheter. As the guidewire and proxis were advanced towards the occlusion, resistance was encountered and the patient's blood pressure dropped. The proxis was pulled back into the guiding catheter and the blood pressure returned to normal. Contrast was injected to check the integrity of the artery and everything appeared normal. A few minutes later, the proxis and guidewire were advanced again. The guidewire was advanced first past the occlusion. The proxis was advanced toward the occlusion and again resistance was encountered and the patient's blood pressure dropped. It was noted the circumflex artery had dissected. The proxis was removed out of the vessel keeping the guidewire in place. Three taxus stents were placed to repair the dissection. The patient has history of coronary artery disease and plaque and calcium were present in the vessel. The physician stated the proxis device occluded the vessel and the plaque and calcium were difficult to see on the image intensifier screen. The pt recovered satisfactorily. Product surveillance was made aware of the event 2006.